Event description:
Surgical procedure for cataract removal and iol implantation, with a duration of approx 1 1/2 hours. Post-operative diagnosis alleges retinal burn. No further info available regaridng pt.